Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set was leaking from the unspecified location. The leak was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. No visual defects were observed. Functional tests were performed which included priming, pressure and clear passage tests and the results were satisfactory. No leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will submitted.